Event description:
Philips received a report that a gradient rack fault occurred. Upon closure inspection it was found that the zb+ terminal was broken. No harm was reported.

Manufacturer narrative:
Philips has started an investigation. A follow up/final report will be submitted once completed.

Manufacturer narrative:
An investigation was performed on all the available data and the following was concluded. This is a terminal (connection) failure of a wa30s coil of the first generation that has m10 bolt connections. It is the result of a fatigue process caused by the vibrations of the system. These failures have already led to design improvements such as smaller m8 holes in the terminal connection and more sophisticated ""no-fly zones"" implemented in the system software that helps to avoid certain frequency domains thereby minimizing vibrations. The gradient coil was replaced by the improved model containing the m8 bolt connections and the system was returned to use.